Manufacturer narrative:
Correction: d6b. Additional information: h6.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance possibly due to lead fracture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.